Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary; the lead was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).